Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted prophylactically following the advisory and replaced. There was no eri alert or allegation of premature battery depletion. Patient was in good condition before and after the procedure.